Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Simultaneous increase of lv and rv pacing impedances (above 3000 ohms) was observed on approximately (B)(6) 2014. In addition, the heart rate curve shows a sudden increase to 800min-1 around (B)(6) 2014.

Event description:
Simultaneous increase of lv and rv pacing impedances (above 3000 ohms) was observed on approximately (B)(6) 2014. In addition, the heart rate curve shows a sudden increase to 800min-1 around (B)(6) 2014.